Manufacturer narrative:
Visual examination indicates that the failure mode for this instrument was normal cyclic fatigue. No product malfunction was detected. This instrument was manufactured in june of 2007 and with typical usage, the expected life of an ultrasonic insert is approximately 1 year.

Event description:
On (B) (6) 2008, a young male pt was having a routine cleaning and shortly after the hygienist started the procedure, she notice that the tip of a hu-friedy ultrasonic insert had broken off. The pt was sent to a nearby ear, nose & throat (ent) specialist for follow-up immediately. The doctor performed an endoscopy on the pt to attempt retrieval of the tip but was not able to find it. The pt was sent home and told that the tip should pass on its own. After a 2nd follow-up visit with the ent, it was determined that no further medical treatment was necessary. Hu-friedy manufacturing was made aware of this incident on (B) (6) 2008. The broke ultrasonic insert was sent to hu-friedy for evaluation and arrived on 11/05/2008.